Manufacturer narrative:
Section e1: the establishment name was corrected.

Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer reported that a potential needle stick injury involving the arterial blood sampler safepico70 (lot number unknown). This happened to a registered nurse (rn) on an intensive care unit (ICU) floor that was going to be sending the sample to the lab to be run on an abl90 flex plus analyzer (serial number (B)(6)). Preliminary information indicates that the incident occurred when trying to remove the syringe from the safety shield.

Manufacturer narrative:
The date of the incident was estimated, and the awareness date has been used.